Event description:
It was reported that during a preventative maintenance check, the device would constantly disarm the defibrillation energy when being charged for a defibrillation shock. The device also had its service indicator illuminated and logged a potentially critical fault code. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly but was unable to conclusively determine the cause of the reported failure.